Manufacturer narrative:
Patient information is unknown. Additional procodes: hrs. The device was not implanted. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw broke. A replacement was used and the operation was delayed about 30 minutes. This complaint involves one (1) devices. This complaint is for one (1) screw. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, after inserting a 3.5mm cortex screw, an intraoperative x-ray was taken. Surgeon was not satisfied with the placement, stating the screw was too long. Surgeon then removed the screw, breaking it in the process. Another screw was inserted and procedure was completed with a delay of approximately 30 minutes.

Manufacturer narrative:
DHR review was completed. Part number: 404.040 , lot number: 8998232, manufacturing location: (B)(4), release to warehouse date: 21 may 2014, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Part 404.040 / lot 8998232 was manufactured at site (B)(4) from component 404.040.999 / lot 7641140 manufactured in (B)(4). Manufacturing location: (B)(4). Released to bp 55: 18-apr-2014. Part #: 404.040.999, lot#: 7537369 (non-sterile) ¿ 3.6mm ti screw blank 40mm 03.5 cortex screw w/2.5mm hex. Quantity 1000. Component parts reviewed: part: 23040 lot: 7623282 (titanium). Raw material received from dynamet incorporated. Product certification received from dynamet meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Received condition: the screw head is broken off the threaded shaft of the reported cortex screw ø3.5. The screw head length is 7mm and the threaded shaft¿s length is 34.5 mm. The hexagon recess on the screw head is damaged and worn. The broken off threaded shaft shows various damages on the thread caused from unknown instruments during the removal surgery as per event description. Dimension: the outside diameter of the remaining drill flute was checked with caliper and found to meet the specifications. Technical drawing: target diameter: 3.55 +0 / -0.10 mm . Actual diameter: 3.46 mm / pass . The thread core diameter was checked at fractured area of the screw head with caliper ref. 3-01-19789 and found to meet the specifications. Technical drawing: target diameter: 2.4 +0.05 / -0.10 mm. Actual diameter: 2.42 mm / pass . DHR review: the review of the DHR and raw material certificates shows that the device was fully compliant with our specifications at the time of manufacture in may 2014. Conclusion: no manufacturing related issue was identified and/or confirmed. The condition of the returned cortex screw ø3.5 is consistent with damage caused by having been subjected to excessive force through the method of use and associated accumulated wear. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.